Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified alarms occurred with multiple cartridges during the load process. The customer successfully loaded a new cartridge to address the reported issue and resumed insulin delivery. There was no impact to the customer's blood glucose level.